Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that the customer had a burn in a drape from the da vinci 5 light cable. The patient was not harmed. For the time being, they are not using the da vinci 5 handheld camera or light cable. The customer reported event has no report of patient injury.